Manufacturer narrative:
It was reported from the site that the patient had the battery switch from one port to another. It was stated that the patient was outside the home when the event occurred. It is stated that the patient knows how to deal with the system and the equipment. It was further stated that the switching could not be reproduced in the outpatient center. It was said that the patient has not had any further issues and has not come back to the clinic. No further information received. One battery was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed multiple premature switching events. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient behavior. Analysis of the device could not be performed since the device was not returned for evaluation. Root cause: the most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries, which likely contributed to the event. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take.  Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site that the battery switched "from one to another port abnormally." The battery was exchanged. There were no reported consequences or impact to the patient. Investigation is ongoing.